Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in the history file. The motor may have had an intermittent failure that was not detected during our testing; the motor was tested outside to the device and passed. No data erase anomaly noted during our testing. The insulin pump was received with currents in specifications and passed rewind, basic occlusion, prime and displacement test. No unexpected failed battery. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that he received a motor error alarm and a failed battery test alarm. The customer took the battery out and reinserted a new one, and stated that all the history had erased, and then received another motor error alarm. The customer's blood glucose reading was 160 mg/dl. The customer reported receiving a motor position encoder error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and to return their device for analysis.